Event description:
On (B)(6) 2016, this patient underwent endovascular treatment for an abdominal aortic aneurysm measuring 86mm in diameter and was implanted with gore® excluder® aaa endoprostheses. Additionally, an aortic branch vessel procedure was done, and the right internal iliac artery (riia) was embolized and an amplatzer plug was placed within the riia. The patient tolerated the procedure. On (B)(6) 2016, the patient underwent follow-up computed tomography angiography (cta) which determined the maximum diameter of the aortic aneurysm/lesion measured 82mm. On (B)(6) 2023, the patient underwent follow-up cta which determined the maximum diameter of the aortic aneurysm/lesion measured 116mm and a type ii endoleak. On (B)(6) 2023, the patient underwent reintervention and an additional aortic endograft was implanted to treat the type ii endoleak.

Manufacturer narrative:
The instructions for use (IFU) for the gore® excluder® aaa endoprosthesis states, adverse events that may occur and / or require intervention include but are not limited to: endoleak, aneurysm enlargement. B7: patient medical history includes but is not limited to: carotid disease, hypercholesterolemia, hypertension, tobacco use, peripheral vascular disease, cancer. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B4: additional details provided. H6: additional code added.

Event description:
On (B)(6) 2023, the patient underwent reintervention and an additional hemoshield graft was implanted to treat the type ii endoleak which originated from a lumbar artery. The patient tolerated and is reported to be doing well. The type ii endoleak was resolved.